Manufacturer narrative:
The device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Receiver returned without any leads. Failed manual and autotesting; it is possible both hybrids have failed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system including a neurostimulator receiver on (B)(6) 2004. It was reported that the pt experienced a loss of stimulation. The receiver was replaced with a totally implantable pulse generator (ipg) on (B)(6) 2008. The explanted receiver was returned to ans for analysis. No further info is available.